Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent thrombosis and stent fracture occurred. A 6x60x75 innova" stent was successfully implanted in the patient's mildly tortuous right mid popliteal in (B)(6) 2016. In (B)(6) 2016, the patient came back with leg pain and a complete thrombus occlusion of the stent was identified. The thrombus was aspirated and the stent was treated with a ranger drug-coated balloon successfully. It was also observed that the innova" stent was fractured in two locations. There were no further patient complications and the patient is in stable condition.